Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was used during a ureteroscopy procedure performed in 2009. According to the complainant, during the procedure prior to placing the stent, the tip of the stent had a crack. It looked like it had been cut. They used another percuflex ureteral stent to complete the case with no complications to the pt. The pt's condition at the conclusion of the procedure was reported as "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.